Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via telephone that the customer received a blank display. She said that she has already changed the battery twice but the display is still blank. The customer¿s blood glucose was unknown. She said that there is also a small crack in the battery compartment. The insulin pump is being returned for analysis.